Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon removed lens without enlarging the incision and replaced the lens with another same model lens. No suture required. No patient injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens has one haptic torn off into the optic & is missing. There is another tear in the optic near the other haptic. There is clear surgical residue on the lens. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.